Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The irritation was first noticed in (B)(6) 2018 and the pain and irritation had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2 mg/ml dilaudid at 0.3 mg/day via an implantable pump for non-malignant pain and joint pain/arthritis. It was reported that the patient had the pump in the flank area and had a gradual onset of irritation and pain to the pump site. On (B)(6) 2018, the pump was moved from the flank to the abdomen due to their symptoms. The event date was reported as "5 years ago", however the most recent pump was implanted in (B)(6) 2015. No further issues were reported or anticipated.